Event description:
IV nurse inserted nexiva catheter for a scan. The device leaked.======================manufacturer response for IV catheter for scans, nexiva (per site reporter).======================send device to company for testing.